Event description:
According to the reporter: the device was fired to the diaphragm. The next day, the pt vomited and the diaphragm ruptured too. Emergency re-operation was performed to resolve the issue. The staple line was found to be open during the re-operation. The pt age and gender has not been identified. No further pt issue has been reported. Efforts have been made to obtain additional info.